Manufacturer narrative:
The reported complaint of "the thermogard console (sn: (B)(4)) did not power on, and the power indicator near the power switch was flashing green" and "the console was making a clicking sound" was confirmed during functional testing. The root cause of the reported complaint was the defective power supply, and defective relay located on the left rear bracket on the power supply circuitry board, most likely as a result of normal wear and tear. The thermogard console was manufactured in december 2011, and it is almost 9 years old, well beyond its expected service life of 5 years. During visual inspection, unrelated to the reported complaint, it was observed that the drip pan was missing, the prime switch cover was cut, and the saline bag hook was broken off, attributed to user mishandling. The saline bag hook was last replaced in 2016 for the same reported issue. During further visual inspection, it was also noted that the white rollers were worn out. This observed physical damage was also unrelated to the reported complaint, and the root cause could be due to user mishandling, and/or normal wear and tear. All the damaged and missing parts were replaced to address the issues. Initially, the event logs could not be downloaded and reviewed due to no power in the returned thermogard console. When the system was connected to a known good external power supply, the thermogard console powered on, and the event logs were able to be downloaded. A review of the event logs revealed a mid:16 (software) error message, unrelated to the reported complaint. Possible root cause of the mid:16 error could be due to unusual shutdown of the system at the customer location. The thermogard console failed the initial functional testing due to no power, and the led indicator near the power switch was observed to be flashing green. Thus, confirming the reported complaint. In addition, investigation revealed that the relay on the power module input 10a on the left rear bracket was worn out and loose, which resulted in the "clicking sound", reported by the customer. The root cause of the reported system power failure was the defective power supply and the defective relay located on the left rear bracket, which were replaced to remedy the issue. The thermogard was further tested, and it was noted that the system's battery had a low voltage, unrelated to the reported complaint. This issue could be related to the normal use of the device, and the battery will be replaced to remedy the fault. Following service, including upgrading the system labels, the thermogard xp ivtm system passed the functional testing as well as multiple overnight burn-in tests without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard console with serial number (B)(4).

Event description:
As reported, the thermogard console (sn: (B)(4)) failed to power on. The on-site biomed checked the fuses, and observed the power indicator light near the power switch was flashing green. It was also reported that the console was making a clicking sound. Patient use information was requested, but no additional information was provided. Therefore, patient use is unknown.